Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was discarded by the hospital.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the ruby coil was stuck and unable to advance out of its introducer sheath. The malfunctioning ruby coil was noticed prior to use; therefore the coil was not used in the procedure. The procedure was completed using a new ruby coil.